Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline (.048ml/day) since (B)(6) 2015 via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015 it was reported that the patient had swelling and inflammation at the pump pocket site; there was no specific date for the onset of these symptoms. A seroma and (B)(6) were confirmed. The device system was explanted. The issue was resolved. The patient status was reported as "alive, no injury".